Event description:
It was reported that the patient presented for device upgrade on (B)(6) 2023. During the procedure right ventricular lead was tested. The pacing impedance measurement exceeded the upper limit. The lead was capped and replaced during the procedure. The patient was stable.